Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ping meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the initial information provided to the customer service representative (csr) because the mss was unable to contact the pt by phone. The pt said the product issue started in (B) (6) or (B) (6) 2009; she did not recall the specific date. The pt said she was taking insulin per her insulin pump and she took less food and/or drink when the product issue started. She could not recall the specific time period after the issue started that she began to feel jittery, agitated, confused and scared. She denied receiving treatment. The csr was unable to complete troubleshooting because the pt did not have batteries installed in the meter and did not have the test strips she was using at time of the incident. The pt's product was replaced. This complaint is reported because the pt alleges that her lfs meter does not turn on and afterward she became jittery, agitated, confused, and scared.